Event description:
It was reported that the patient was having trouble accessing the dbs therapy app starting a couple days ago. During the call the patient saw the 'communicator not found' message. Ps had the patient check the location services; the patient confirmed location services was off. Once the patient turned location services back on, they could see the 'communicator not found' message but this time they had switch option communicator. After troubleshooting, the patient could click on the communicator and could access the dbs therapy app. The pt mentioned also mentioned that they don't change their settings very often but when they were having certain physical problems they would adjust the stimulation. The pt mentioned they started having certain physical issues over the weekend or so and said their stimulation was on a low settings. Pt was able to adjust settings successfully too on the call. Troubleshooting resolved the issue the communicator issue and the patient could adjust stimulation. Additional information received from the consumer reported the cause of the physical problems was due to the device settings being changed for no known reason. The issues were now resolved after settings were adjusted.

Manufacturer narrative:
Section d10 references: product ID 37602, serial# (B)(6), implanted: (B)(6) 2022, product type: implantable neurost imulator; product ID tm90d0, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.